Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. After reviewing t:connect logs, tandem technical support (cts) determined that the battery depletion rate was in normal parameters. However, the customer did not acknowledge the explanation. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.